Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) result from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was reported outside of the laboratory. The physician questioned the result which prompted the rerun of the patient sample. The initial result was 4.14 mg/dl. The repeat result was 1.09 mg/dl. The repeat result was deemed correct.  The reagent lot number is 67442001 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer inspected the module and found that the rinse squeegee was misadjusted causing wetness on top and inside of the reaction cells. He then adjusted the squeegee to resolve the issue. He performed a precision test with successful results. The customer performed qc with acceptable results. The last calibration performed on (B)(6) 2023 was within specifications. The qc recovery was within range on the date of the event. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.